Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple shocks previous week and presented in an emergency room. Upon interrogation, it was noted that the implantable cardioverter defibrillator was in back up vvi mode. An abbott representative was contacted, they told that it was an advisory device and also suspected that the battery might have been depleted due to multiple shocks received by the patient. Hence, device restoration was not performed, and device replacement was suggested. The device was blocked hence its unknown if the shocks received by patient were appropriate or not. No intervention was performed, and the device remains implanted. The patient was in stable condition and still being monitored.

Event description:
New information received states that the implantable cardioverter defibrillator was explanted and replaced with a competitor product. The physician stated that it was normal battery depletion based on previous reviews. The patient was stable post procedure.